Manufacturer narrative:
Batch review performed on 23 april 2018. Lot 176069: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 12 april 2018 by washing and packaging manager: during the visual inspection also the pictures received from the branch were considered. Visually inspecting the inlay involved in the event we can confirm an unidentified black piece into the inlay internal cavity. The black dot, impurity, is very small and it is not possible to define its origin, for sure it is not came from the inlay or plastic blister as well. Although it is not possible to confirm it, given that the packaging that we have received it is open, as well as the picture taken in the theater when the medical staff detected the event, a possibility is that there was a human involuntary contamination during the packing activity. As for our internal procedures the device must be visual inspected in order to prevent similar issues. The current analysis does not indicate an applicable systematic action.

Event description:
When the nurse opened the liner box, she noticed a black dot on the implant. The surgeon decided to use a back-up liner.